Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographics information and the surgeon's name were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the master tool manipulator right (mtmr) due to an error 23008 on axis 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed, and the reported failure (error 23008-23013 on axis 1) was able to be reproduced during power up. The axis 1 motor and a1 motor cable will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted hysterectomy- benign surgical procedure, the system was throwing a recoverable fault on the universal surgical manipulator (usm 3). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found the issue originated from the right master tool manipulator (mtm) on the surgeon side console (ssc). The tse walked the customer through a hard power cycle of the ssc, but the issue remained. The tse recommended if it is possible to snag the other ssc from the other system if it is not in use. The tse verified both systems were on the same software level. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no patient injury. The procedure was completed using another ssc.